Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone and reported that she needed some help. She just got out of the hospital and the insulin pump has been off of her for a week. The customer mentioned that she was hospitalized due to gastroparesis, nausea and vomiting with a blood sugar of 600 mg/dl. The customer said that she was hospitalized (B)(6) 2017. There was no mention of how the customer was treated. However, her current blood glucose is 355 mg/dl. The insulin pump was not returned for analysis.